Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015-product analysis: the device was returned and evaluated by product analysis on 12/07/2015 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed no abnormal pump behavior, related issues, or evidence of the complaint. The last basal delivery occurred on 11/16/2015; the last bolus delivery occurred on 11/14/2015. A 5.6 unit bolus was manually canceled on 11/13/2015 at 06:37; 3.6 were delivered. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No keypad response issues were observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient's blood glucose that day was 25 mg/dl with confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. It was alleged that the pump delivered a bolus without user intervention. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.